Event description:
It was reported during the implant procedure that there were high impedance measurements found at different positions. The lead was not implanted, and there were no associated patient complication as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.